Manufacturer narrative:
Additional information: biolox forte liner (71332084/09fm13663) was not a concomitant part.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history for (B)(4) revealed prior complaints for the listed lot/failure mode. For the broken stem 71291102 and other additional listed parts, there are no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. The primary surgery was performed in (B)(6) 2010, using an emperion stem and sleeve, an r3 shell and liner, femoral head and screws. At five years post implantation, the patient presented with pain, and stated that her left hip does not feel right. A total left hip revision was performed in (B)(6) 2015. An intraoperative statement reported that the stem attached to the ceramic femoral head was cracked and jagged. Multiple x-rays were submitted to support the report. The pre-revision x-rays demonstrate stress shielding around the greater trochanter and no femoral bone support around the femoral neck. A post revision x-ray show a replacement stem as well as a trochanteric osteotomy, likely to assist in removing a well-fixed emperion stem but revision reports were not included to confirm. There was no report of trauma or a fall that precipitated the issue. All documents and images provided as of this date have been reviewed and considered and, unless noted, do not contribute to the clinical investigation. In conclusion, based on the available information, the root cause of the breakage cannot be concluded. At the six months post revision follow-up, the patient reports doing very well. A review of product information indicates that the reported ceramic liner was part of field action initiated in 2011. It is unclear if the device involved in this complaint failed as a result of this previously identified issue as the device was not returned for evaluation. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.